Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological. According to the reporter: it was reported in the patient's plaintiff fact sheet that as a result of having the product implanted, the patient has experienced mesh erosion, chronic pain, vaginal bleeding, severe pain during intercourse, nerve damage from the removal, and pain in left leg. Patient has undergone corrective surgery. Avaulta anterior biosynthetic support system was reported to be used/implanted during this procedure. Associated MDR: 1018233-2011-00508.